Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Reprograming of the device was recommended. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient received multiple bursts of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to dislodgement. The therapy was exhausted. Additionally high pacing thresholds were observed. The patient was hospitalized and a system revision was performed; a device replacement procedure took place. The lead remains in service; however, it was decided to keep the tachy therapy of the patient disabled to mitigate the risk of further inappropriate therapy. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Reprograming of the device was recommended. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient received multiple bursts of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks. The therapy was exhausted. Additionally high pacing thresholds were observed. The patient was hospitalized and a system revision was performed; a device replacement procedure took place. The lead remains in service; however, it was decided to keep the tachy therapy of the patient disabled to mitigate the risk of further inappropriate therapy. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Reprograming of the device was recommended. This lead remains in service. No further adverse patient effects were reported.